Event description:
I had a hip replacement using the depuy pinnacle acetabular cup. After 2 weeks at home I heard a popping. Doctor took x-ray said, everything was fine. Still having problems months later and being sent to back doctors and other ortho doctors. They find nothing. I ended up at (B)(6). Their ultrasound machine found the anterior two-thirds of the gluteus medius as detached from the trochanter and a large bursa had formed and was stained black with metallosis. I had revision surgery in may of this year. He says, I will be lucky to get 70% normalcy.